Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device has not been returned to the manufacture.

Event description:
The manufacturer received voluntary medwatch (mw5102348). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of severe ear pain with canal swelling completely shut. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. When using the machine.